Event description:
A patient reported blood glucose results of "284 mg/dl, 264 mg/dl, and 111 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.